Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be membrane tail corrosion due to suspected storage outside of the indicated conditions. Upon receipt, the device could not be powered off via the on/off button. This was attributed to corrosion on the membrane tail, which had damaged this track, resulting in an increase in resistance on this line, which had led to the device inability to power off via the on/off button. This fault could not be replicated with a known good membrane installed. The corrosion on the membrane tail would suggest that the device was stored outside of the indicated conditions, however this could not be verified by any other means (i.e. Corrosion on the screws or usb contact collars). The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device's on/off button is not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's on/off button is not functional. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.